Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device visual evaluation: visual analysis of the identified photos: broken shell and red particles. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of "seroma-late, granuloma and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, swelling and fluid build up.

Event description:
Patient reported "left side rupture, swelling 2 inches across/down the breast, swollen lymph node, lots of fluid behind the implant." Healthcare professional reported left side "rupture, pain, swelling, fluid build up, left axilla demonstrates several suspected lymph nodes, breast lump, cyst, lymphoid tissue with non-necrotizing granuloma, mixed and acute chronic inflammation." Device has been explanted and replaced.